Manufacturer narrative:
(B)(4). Review of pre-implant CT¿s confirmed that the patient had an ulcer on the right side of the descending thoracic aorta, approximately 6 cm superior to the celiac artery. The ulcer was ~5cm in diameter x 4cm tall. Another smaller ulcer was seen 2 cm above the celiac artery, and measured 3cm diameter x 1.5 cm tall. The thoracic aorta flow lumen diameter just above the large ulcer measured 23 mm, distal to the smaller ulcer was 24 mm, and at the level of the celiac was 22 mm. Calcification was observed near the ulcer¿s, and the 2 cm diameter infrarenal aorta was also extensively calcified. The cause of the patient expiring 3 weeks post-implant could not be determined from the pre-implant films provided. Images at implant and post-implant were not available for review, and no other issues were reported during the implant duration. The returned films did not reveal any characteristics that could explain the patient¿s death.

Event description:
A valiant stent graft was implanted in patient for endovascular treatment of a 5.8 cm in diameter ulcer. It was reported that the patient expired in their sleep. Per the physician, the cause of patient death was unknown; no autopsy was performed.